Manufacturer narrative:
Device passed displacement test, rewind test, sleep current measurement, active current measurement and self test. Device failed seating due to moisture damage on force sensor assembly. Unable to perform basic occlusion test, force sensor test and occlusion test due to seating anomaly. Device received with moisture damage on motor assembly and moisture damage on all electronic assemblies. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. The correct test blood glucose value was sent from glucose meter and received by unit under test; device communicated properly with blood glucose meter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.